Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were hard to push, sticky and sometime unresponsive. The customer's blood glucose was unknown. The customer reports damage to the casing, a hairline fractures. The customer also stated the pieces of plastic chip off from the reservoir. The insulin pump will not be returned for analysis.